Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced a return of symptoms on (B)(6) 2018. It was noted that they had increased the setting on (B)(6) 2018 and they only feel stimulation when they make an increase. It was reviewed that it takes time for the body to respond to therapy changes. It was noted that the patient would track results and increase as necessary. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient was having problems and they were not sure if it was with the simulator or not. They reported they were having some pain. It was noted the stimulator was on the left side. The patient reiterated they never felt stim except for when they increased or decreased and that they felt one sensation and that was it. The patient noted the place where they felt the pain was one of the places they felt the stim when they made changes. The patient reported the other place where they were hurting was the back of their right leg around ¿kind of buttock¿, ¿real high¿ on back of their thigh. The patient reported it was very warm. The patient reported that prior to the call, they turned the stimulation down from 4.2 volts to 4.0 volts on program 1 and it didn¿t make a difference. The patient stated they had been feeling like they had been kind of dribbling so they turned the stimulation up, over a period of 4-5 days thinking that was what it needed and the pain got wo rse. The patient thought she started at 3.8 volts and they turned it up 1/10 of a point each time until it got better where it wasn¿t running out of her. As the patient couldn¿t adjust stimulation on their own, they were going to wait until their husband came home to help them. The patient stated they were going to try turning the stimulation down until it didn¿t hurt or they were going to try a different program. The patient noted they had tried program 2 before and it didn¿t work. Additional information was received on (B)(6) 2018 when the patient called back and stated that decreasing the stimulation/changing the settings and turning the ins off had not resolved the pain. The patient reported they called their healthcare physician (hcp) and that they were waiting for a call back. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the circumstances that led to the return of symptoms was that the patient thought they became more active, and afterwards they needed to increase the stimulation. The patient clarified the problems they were having was a device issue. The patient reported that the steps taken to resolve the return of symptoms and pain included trying all the suggestions that a representative told them to do between (B)(6) 2018. The patient noted that nothing relieved the pain and their surgeon decided it was necessary to check the implant out. The patient stated they replaced it on (B)(6) 2018 because it was ¿sending power surges¿ throughout their body. The patient stated ¿with the stimulator the pain was gone¿. No further complications were reported.